Manufacturer narrative:
Physio-control performed an initial evaluation on the customer's device and was unable to verify the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would switch off after providing initial defibrillation therapy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customers device and after completing repairs unrelated to the reported event, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would switch off after providing initial defibrillation therapy. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient use associated with the reported event.